Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on unknown date she performed essure confirm test. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urticaria ("rashes or skin conditions type: hives"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysgeusia, dyspareunia, urticaria, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dyspareunia, pelvic pain and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: plaintiff fact sheet was received. Events added from pfs- metallic taste in mouth, dyspareunia (painful sexual intercourse), pain, hives, abdominal pain, back pain. Reporter information, essure removal date were added. Event-injury was deleted device category changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. A61942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on unknown date she performed essure confirm test. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urticaria ("rashes or skin conditions type: hives"), abdominal pain ("abdominal pain"), back pain ("back pain"), vision blurred ("blurry vision") and sciatica ("sciatic pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysgeusia, dyspareunia, urticaria, abdominal pain, back pain, vision blurred and sciatica outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dyspareunia, pelvic pain, sciatica, urticaria and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2013 and removal date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result not provided. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and mr received: lot number was added. Events: blurry vision, sciatic pain were added. Lab data was, reporters, device insertion and removal date were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. A61942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". Medical conditions: on unknown date she performed essure confirm test. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urticaria ("rashes or skin conditions type: hives"), abdominal pain ("abdominal pain"), back pain ("back pain"), vision blurred ("blurry vision"), sciatica ("sciatic pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and psychological trauma ("pschological trauma"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysgeusia, dyspareunia, urticaria, abdominal pain, back pain, vision blurred, sciatica, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysgeusia, dyspareunia, menorrhagia, pelvic pain, psychological trauma, sciatica, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2013 and (B)(6) 2008, and removal date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- new events bladder problem, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. A61942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". Medical conditions: on unknown date she performed essure confirm test. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urticaria ("rashes or skin conditions type: hives"), abdominal pain ("abdominal pain"), back pain ("back pain"), vision blurred ("blurry vision") and sciatica ("sciatic pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysgeusia, dyspareunia, urticaria, abdominal pain, back pain, vision blurred, sciatica, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dyspareunia, menorrhagia, pelvic pain, sciatica, urticaria, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2013 and removal date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: pfs received: new events abnormal bleeding (vaginal, menorrhagia) and essure confirmation test not performed were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. A61942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on unknown date she performed essure confirm test. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urticaria ("rashes or skin conditions type: hives"), abdominal pain ("abdominal pain"), back pain ("back pain"), vision blurred ("blurry vision") and sciatica ("sciatic pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysgeusia, dyspareunia, urticaria, abdominal pain, back pain, vision blurred and sciatica outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dyspareunia, pelvic pain, sciatica, urticaria and vision blurred to be related to essure. The reporter commented: discrepancy noted in essure insertion date as: (B)(6) 2013 and removal date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.